Manufacturer narrative:
Submit date: 04/04/2016. Correction: reported part number was submitted as 6822, however, this part number was supplied inside of an or kit # (B)(4) so the product/plant has been updated.

Manufacturer narrative:
Submit date:03/09/2016. An investigation is currently under way. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a gauze sponge.the customer reports there is 1 short 6822 lap sponge within the banded stack.

Manufacturer narrative:
Submit date: 07/19/2016. (B)(4). The lot number was provided and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. Because a sample was not returned, we were unable to perform a thorough follow up investigation to include functional and visual evaluations to confirm the reported issue and root cause analysis. The kit no.(B)(4) is assembled and includes the lap sponge, these sponges are not manufacturer at the plant; however, during the receiving inspection no issues were found. In addition, a certificate of analysis is provided by the vendor to ensure that it meets specification required. During the manufacturing process where the kit is assembled; according to the procedure, material should be received from the supplier in 5 pieces per band. As result from previous investigations, a probable root cause identified was that the material from our supplier could have be received with the miscount. The quantity of sponges was not confirmed before placing the 5 banded sponges into the kit. A production notification was performed to all personnel to ensure that they are aware on the reported issue. A corrective and preventative action (CAPA) has been opened to determine the root cause of this reported event. If additional information is received warranting further analysis, or the sample is received, the investigation will be resumed. This complaint will be used for tracking and trending purposes.